Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The patient was transplanted on (B)(6) 2025. The outcome was not device or therapy related.

Manufacturer narrative:
Section b2: outcomes attributed to adverse corrected section d6b: date of explant corrected manufacturer's investigation conclusion: there were no device related issues with (B)(6) reported or identified through this evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev d, and the heartmate 3 lvas patient handbook, rev a, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Although no device-related issues were reported, section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that an unknown patient was transplanted.

Manufacturer narrative:
. Section b5: unknown transplant of unknown patient from recall form. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.